Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 123, 294 and 176 mg/dl. The customer¿s expected fasting blood glucose test result range is 89-123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 103 mg/dl and 103 mg/dl using the meter; customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 12/2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 16-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.